Event description:
It was reported that a user experienced loss of continuous glucose monitor readings after treating a low blood glucose, followed by a brief sensor error on the cgm. Symptoms included hypoglycemia prior to the loss of readings. Outcomes included the need to monitor glucose using fingerstick mode and the potential need for cgm replacement if readings did not resume. Investigation included review of device alerts and counseling on expected sensor recovery time. Investigation of this case revealed a transient cgm sensor issue consistent with a brief sensor error without evidence of ilet pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a temporary sensor anomaly.